Event description:
The patient underwent a bimedial rectus recession in 2002. Ten days later, "muscles slipped back" and the patient required surgical repair. Reportedly, broken pieces of suture were evident on pathology.